Event description:
Per dealer the end user moves a lot and puts a lot of pressure on the front riggins and put so much pressure that it caused the weld to break on the seat frame behind the hangers.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. Model solara2g, serial number/date (B)(4) is approximately 3 years 7 months old. The owner's manual part number 1125027 rev. D (nov-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The male consumers age is (B)(6). The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Malfunction has not been confirmed.